Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope displayed no image. It was unknown when the issue occurred. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information; however, no response received from customer. An evaluation of the returned device confirmed the customer allegation. No image issue was due to damage on charged cable device (ccd) unit, an e216 (scope communication error) occurred due to damage on ccd unit. Additional findings are as follows: a.)the bending section cover had a scratch, (b.) Adhesive on bending section cover had a chip, (c.) The objective lens had a scratch. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. The operation manual describes how to inspect for the subject events in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. Inspection of the endoscopic image confirm that the endoscopic image is displayed normally in wli and nbi observation. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water; observe the palm of your hand in the wli and nbi endoscopic images; confirm that light is output from the endoscope¿s distal end; adjust the brightness level as appropriate; confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation; turn the angulation control levers slowly in each direction until it stops; confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. The root cause of the event could not be identified, but it is presumed that it is caused by damage to the image sensor unit (disconnection, etc.) Due to usage stress, external factors, or handling, or failure of mounting components (ic chips, capacitors, etc.) Of the electric board. Olympus will continue to monitor field performance for this device.